Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead shock impedance rose to approximately 108-175 ohms, among various lead vector configurations. The shock impedance was reportedly stable in (B)(6). It was also noted that in (B)(6) of 2014, the shock impedance was about 93 ohms from an 11 joule shock. The patient was to follow-up with an area electrophysiologist and no further information is known at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that this right ventricular (rv) lead high shock lead impedance continued to measure about 141-177 ohms. The rv lead was subsequently abandoned surgically and replaced. The cause of the issue remains unknown. No additional adverse patient effects were reported.